Manufacturer narrative:
The reported event was ¿atrial lead perforation¿. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. A tip stiffness was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported, that the atrial lead perforated the cardiac tissue. The lead was explanted. And successfully replaced. The patient was stable.